Event description:
The hcp reported that the pump was replaced in 2006 after an implant duration of one year. The patient had been experiencing increased pain and a "cold feeling." Onset of symptoms was reported to be 7 days prior. The patient was receiving morphine sulfate via the drug delivery system. No patient intervention or troubleshooting was performed. The alarm date was noted to be 6 days after replacement. The patient has recovered without sequela.